Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after an aortogram interventional procedure with a 5f and 6f sheath. Reportedly, the suture broke while removing the plunger. After device removal, a foot separation was noted. A surgical cutdown, additional angiogram, and additional ultrasound were performed to look for the foot, but it was not found. The physician believes the foot is not in the patient since there were no flow disturbances noted, but the location of the foot is unknown. A surgical patch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The foot separation was confirmed. The suture separation could not be confirmed as the suture was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible a partial capture of the cuff, or excess pull, or a suture snag occurred leading to the material separation of the suture. It is also possible, a deflection of posterior needle tip due to the calcification caused a needle strike to the foot causing the separation of the foot, this leading to the appearance of a separation of the suture. Additionally, the calcification itself may have contributed to the foot separation if torsional or excess pressure was applied with the foot against the calcified vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.